Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was also noted that the battery drawer and battery release were contaminated, the side bail covers were broken, the lead flex o-ring was damaged, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
It was reported that by the clinicians that the external pulse generator generated a "self-test" error message. The phenomenon was unable to be duplicated by the biomedical engineer. The generator was returned for service. No patient complications have been reported as a result of this event.